Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported air in line which was not reproduced. The reported air in line was found through a review of the event history log however, there is no conclusive evidence whether the alarms are true or false and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement. No additional information is available.